Manufacturer narrative:
The tech found the valve for head up was not opening. The tech replaced the head up valve to repair the bed.

Event description:
Info rec'd indicates the head up function is not working.